Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The analyst noted the helix was fully retracted when the lead was returned and there was no blood or tissue on it. The helix was able to be extended and retracted, with turns within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not deploy after repositioning. The lead was not used and another lead was implanted. It was noted that after the procedure and on the table, the helix was attempted to be deployed again and a blood clot was noted at the lead tip. The clot was removed and then the helix deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.